Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was attempted to be implanted within the common bile duct (cbd) of a patient on (B)(6) 2013 during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement. According to the complainant, during the procedure, a wallflex biliary rx covered stent was implanted within the cbd with no reported issues. However, during removal of the delivery system, the stent dislodged within the cbd. The procedure was completed with another of the same device. It was also reported that the patient will return for an additional stent placement. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) for the reported issue of stent positioning/placement problem. (B)(4) for the reported issue of catheter difficult to remove. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.